Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated has not been using the replacement device.

Event description:
Consumer reported complaint for lo blood glucose test results on replacement meter (reference internal report (B)(4)). The customer is concerned with test results obtained of lo and 25 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that she had tested on 08/10/2019 and had obtained the result of 25 mg/dl non-fasting. Customer stated she tested again and obtained the result of lo. Customer stated she then went to the ER. Customer's blood glucose test result when at the ER was 200 mg/dl and she was diagnosed with high blood sugar. Customer was given IV fluids. When customer left ER, she was advised to follow up with her primary care physician. There were no results found in the meter memory; customer was adamant that meter is the meter she obtained the results of concern with. During the call, a back to back blood test was not performed by the customer; customer did not have any test strips remaining.